Event description:
The customer reported that at 13:23 a new bag, as well as, a new tubing set with sufentanil 50ml was initiated. At 14:00 a new midazolam 100ml bag was initiated. At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no report of patient harm. Note: pr 274975 was opened to capture the sufentanil over infusion and pr 277746 was opened to capture the midazolam over infusion. Received devices will need to be investigated for each event/file

Manufacturer narrative:
Additional information provided: the customer¿s report of an overinfusion of sufentanil was not confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors as well as green corrosion on the right iui connector. Analysis of the pcu event log shows pump module s/n (B)(4) was in use and infusing sufentanil 200mcg/50ml (drugid 249) at a rate of 1.5ml/hr. At 1:26 pm on (B)(6) 2018, the infusion was paused. The device then alarmed for flo stop open for 3 seconds. The door was closed and the infusion was restarted. At 1:27 pm, the infusion was paused and then restarted at 1:28 pm. At 2:31 pm, the infusion was paused and then restarted. At 2:32 pm, the infusion was paused and then restarted. At 6:07 pm, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 6.976ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of sufentanil was not identified.

Event description:
The customer reported that at 13:23 a new bag, as well as, a new primary tubing set with sufentanil 50ml was initiated at 0.11mcg/kg/hour (1.5ml/hour) with the lactated ringers on hold since 09:46 on (B)(6) 2018. At 14:00 a primary infusion of midazolam 100ml bag was initiated at 2mg/hour (2ml/hour). At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no patient harm. Note: pr 274975 was opened to capture the sufentanil over infusion and pr 277746 was opened to capture the midazolam over infusion. Received devices will need to be investigated for each event/file.

Manufacturer narrative:
Patient diagnosis: sob, respiratory distress, intubated.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 13:23 a new bag, as well as, a new tubing set with sufentanil 50ml was initiated. At 14:00 a new midazolam 100ml bag was initiated. At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no report of patient harm.

Event description:
The customer reported that at 13:23 a new bag, as well as, a new tubing set with sufentanil 50ml was initiated. At 14:00 a new midazolam 100ml bag was initiated. At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no report of patient harm. Note: (B)(4) was opened to capture the sufentanil over infusion and (B)(4) was opened to capture the midazolam over infusion. Received devices will need to be investigated for each event/file.